Manufacturer narrative:
Updated fields: b4, e1 (site country), e2, e3, g3, g6, h2, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10, h11 corrected fields: the values for a2 and a4 are unknown. Initially, age units (patient) was submitted as 'years,' and weight (units) as 'kgs'.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and confirmed the reported issue. To fix the issue, the fse replaced the fill port connector and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) iab fill port hose connection was torn. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.